Event description:
Patient was having a peripheral angiogram performed in special procedures. Doctor advanced a boston scientific express stent through a sheath into the right iliac artery. Resistance was met at site of stenosis and the stent delivery system was unable to be passed through the area. Dr. Then proceeded to retract the system through the sheath. The stent at that point became dislodged from the delivery system. Attempts were made to retrieve the stent with a snare to no avail. Cvt surgery was contacted. Decision was made to take the patient to the operating room (or) for removal of the stent surgically. The patient was taken to operating room (or) by anesthesia and operating room (or) staff and the stent was successfully removed.